Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The power supply and backplane power connectors were evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shuts down uncommanded. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.